Manufacturer narrative:
(B)(4). A partial lead with the lead tip measuring 50.2cm was returned for analysis. External insulation abrasion was noted at 41.0-42.2cm from the distal tip, consistent with lead friction to the ICD can. The silicone insulation was intact at this location. (B)(4).

Event description:
This report is to advise of an event observed during analysis.